Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021 product type catheter pro duct ID 8596sc, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter h3: the 8598a catheter was identified to have a deformation in shape of the catheter body, an area of compression on the catheter body and a hole in the catheter body. The 8596sc was analyzed no anomalies were noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type catheter product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4) , ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4).

Event description:
Information was received by a consumer (con) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient had a failed catheter dye study on (B)(6) 2021. The catheter was also noted to be migrated from the spine. There were no signs or symptoms that were reported. There were no factors reported that may have led or contributed to the issue. The patient underwent surgery on (B)(6) 2021 for a catheter replacement (at 8782 connected to 8784). The issue was resolved at the time of report. The patient's weight was asked but unknown. The patient's medical history includes complex regional pain syndrome of left lower limb. The patient's status at the time of report was alive - no injury.